Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." (B)(4).

Event description:
It was reported that the catheter would not drain; as a result, urine leaked around the meatus.